Event description:
During a lap assisted hysterectomy procedure, the tip of the instrument broke and fell inside the patient. The broken off piece was retrieved from the patient. Not noted how case completed. No patient consequence.